Event description:
It was reported that a user changed the infusion set but received an insulin set expired alert, and device history indicated the last change occurred three days prior; the agent identified that the fill cannula step had been missed and guided the user to complete the fill cannula, after which no further questions were raised. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education on correct infusion set change steps. Investigation of this case revealed user error related to incorrect supply change steps, with the device functioning as designed and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction error.